Manufacturer narrative:
(B)(4). Age/date of birth: unknown as information was not provided. Sex: unknown as information was not provided. Date of event: unknown as information was not provided. Brand name) unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect platinum filter. Expiration date: unknown as lot# is unknown. Manufacture date) unknown as lot# is unknown. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a received a cook celect (B)(4) and cook celect platinum (B)(4) filter on (B)(6) 2012." According to medical records from the procedure received: "subsequently an inferior venacavogram was performed in ap projection. After identifying renal vein inflow bilaterally, the omni flush catheter was exchanged over a 035 j wire for sequential dilators with ultimate positioning of a cook celect ivc filter delivery sheath. Under fluoroscopic visualization, the celect filter was deployed in an infrarenal location. At the conclusion the procedure, the sheath was removed and manual compression was applied with good hemostasis. There were no immediate complications. Findings: there is no evidence of caval anomaly or thrombus. Cook celect retrievable ivc filter was placed in an infrarenal location. Impression: successful inferior vena cava filter placement as described. No immediate complications. Once removal is indicated please re-consult as soon as clinically feasible." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
This event has also been submited to FDA under manufacturer report #3002808486-2016-01001. All future medwatch reports concerning this event will be referred to in manufacturer report #3002808486-2016-01001. Manufacturer report#3002808486-2016-01002 will be closed/cancelled, as patient did not receive the described device. (B)(4). Catalog#: unknown but referred to as a cook celect platinum filter. (B)(4). Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect ((B)(4)) and cook celect platinum ((B)(4)) filter on (B)(6) 2012." According to medical records from the procedure received on 07feb2017: "subsequently an inferior venacavogram was performed in ap projection. After identifying renal vein inflow bilaterally, the omni flush catheter was exchanged over a 035 j wire for sequential dilators with ultimate positioning of a cook celect ivc filter delivery sheath. Under fluoroscopic visualization, the celect filter was deployed in an infrarenal location. At the conclusion the procedure, the sheath was removed and manual compression was applied with good hemostasis. There were no immediate complications. Findings: there is no evidence of caval anomaly or thrombus. Cook celect retrievable ivc filter was placed in an infrarenal location. Impression: successful inferior vena cava filter placement as described. No immediate complications. Once removal is indicated please re-consult as soon as clinically feasible." Patient outcome: it is alleged that [pt] was injured without further explanation.